Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltages were checked on p1 and p5 of the intelligent shutdown printed circuit board. The circuit breaker three was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's c-arm would not power up. No pt injury was reported.